Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. In addition, the customer reported the cartridge tubing had a black spot with multiple cartridges. Reportedly, the customer stores the cartridges with the packaging removed. The customer's blood glucose was 520 (mg/dl) and the cause was unknown. The contact assisted the customer was changing supplies. Reportedly, the customer routinely assists the customer.